Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment at the threads on the side, and from the case seal up to the bumper grip. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: investigation revealed a cracked battery compartment at the threads on the side, and from the case seal up to the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).